Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fluoroscopy revealed that he lead had dislodged. No patient symptoms were reported. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure.